Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Conclusion: the device could not be evaluated as it remained implanted. The device history record (DHR) was reviewed and no discrepancies were found. No similar complaint has been registered on the batch involved in this event. According to the available information, the root cause regarding this event could not be determined. If any further information is found which could change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It has been reported that a patient experienced side effects comparable to the side effects described in the field safety notice of the endobon fsca zfa 2015-03 (initiated in january 2016). The patient has been implanted in (B)(6) 2017, and the surgeon wondered if the implanted endobon was within the scope of the zfa 2015-03. First investigation showed that the product implanted to the patient was not within the scope of the recall.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00150.